Event description:
It was reported that patient presented in clinic experiencing inappropriate shock. It was noted that implantable cardiac defibrillator (ICD) delivered inappropriate shock. No intervention was reported. Patient condition was unknown.